Event description:
During heart catheterization, attempt to perform ffr with an acist navvus catheter, unable to read an ao pressure, console restarted, still unable, a second acist navvus catheter was obtained and worked correctly.